Event description:
Patient put pulsedose oxygen conserving device on the gas cylinder valve stem backwards. The homcare professional did not realize a piece of the handle broke off in the valve due to high torque applied. When the valve was opened, the broken tip shot out, hitting the homecare professional in the nose, not causing any serious injury.